Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 430 mg/dl. Reportedly, customer "passed out" and fell, resulting in scalp lacerations, "bumps", and bruises. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.